Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was dropped and the display cracked. The customer's blood glucose level at the time of incident was unknown. The customer states there was crystal damage on display. The customer was advised the pump would be replaced and returned for analysis.